Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right scorpio knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
It was reported that the patient is experiencing pain in the right knee since surgery. Patient states that the pain has been getting progressively worse and is now difficult for him to stand after sitting for long times making it difficult to walk. Patient states that the pain is along the top and middle side of the knee. Patient states that he is also experiencing "clicking" in the right knee.

Manufacturer narrative:
An event regarding pain and a "clicking" involving an unknown scorpio knee was reported. The patient would like to know if his implants have been recalled. The event was confirmed as recorded in the patient's office visit notes. A review of medical records by a clinician states: there is no evidence that the vague complaints noted in the event descriptions are the results of factors of faulty prosthetic design, manufacturing, or materials related to his bilateral total knee arthroplasties. A review of the device history records could not be performed as the product lot number was not provided. A complaint history review could not be performed as no catalog or lot number was provided. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the return of the devices are needed to complete the investigation. It is not possible to determine if these components were part of a recall without their catalog and lot code numbers. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that the patient is experiencing pain in the right knee since surgery. Patient states that the pain has been getting progressively worse and is now difficult for him to stand after sitting for long times making it difficult to walk. Patient states that the pain is along the top and middle side of the knee. Patient states that he is also experiencing "clicking" in the right knee.